Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing inappropriate mode switches. No interventions were performed. The patient's status was unknown.